Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 50 mm abdominal aortic aneurysm. One week later, a CT was performed and no endoleak was found. It was reported that approximately 21 days post index procedure, the patient was brought emergently to the hospital. A CT angiogram was performed and a thrombotic occlusion in the left limb was noted. It was reported that the thrombus of the left limb was removed and a non-medtronic stent was implanted. It was stated that the blood flow improvement was observed. As per the physician, cause of the event was patient anatomy it was stated that the patient's terminal aorta was slightly thin and the left iliac was severely tortuous. It was reported that user error may have also contributed to the event, as ballooning was excessively performed at the terminal. No additional clinical sequelae were reported and the patient is fine.